Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a healthcare professional regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the lead wouldn't screw into the ins securely. The doctor tried 3 or 4 times to screw and unscrew the lead from the ins, but when it was supposed to be tightened the doctor was able to unplug the lead with no effort. A different ins was used and the issue was resolved. No symptoms or further complications reported.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up will be submitted when analysis is complete. Conclusion code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins serial# (B)(4) found that the setscrew was backed out too far. Product analysis # (B)(4), analysis information -- product ID# 97715. Below is unedited, system generated text based on the analysis finding code(s) and test results. Analysis determined that the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs referenced to the {referenced to electrode #0.} electrode. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.